Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: contamination: 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples. 2. Please describe any additional details: go to patient samples checklist. Customer noticed carryover after seeing the second tube acquire. Customer stopped acquisition and contacted for service.

Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex g: g04034. H.6 investigation summary: based on the investigation results, the reported issue of sample carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: manufacturing, defect, service history and complaint trends were reviewed. Device history record (DHR) reviewed. The instrument met all the manufacturing specifications prior to release. A return sample was not requested for evaluation. Fse replaced a broken fitting on the waste line and this part was from trunk stock. The replacement resolved the issue. Potential cause was due to a broken fitting on the waste line of the manual tube load port. Although the instrument was used for diagnostic testing, the issue was resolved before any patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that carryover was observed on patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: contamination: 1. Were patient samples contaminated or was their carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples. 2. Please describe any additional details: go to patient samples checklist. Customer noticed carryover after seeing the second tube acquire. Customer stopped acquisition and contacted for service.